Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when ligating the vessel during a laparoscopic pulmonary wedge resection, the surgeon was able to press t he green button but was unable to squeeze the handle and the stapler was not able to fire. They replaced the original reload with a new one to complete the case. There was no patient injury.